Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: "leakage testing of the endoscope_ perform the leakage test caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned. The customer allegation could not be confirmed at the repair center. It was not possible to identify when the foreign material has been attached to the scope. There is a possibility that the subject device was used to the patient with the foreign material attached. There were few additional findings. Angulation in the upward direction is out of standards due to worn of angle-wire. The gap of up/down knob is out of standards due to worn of angle-wire. Suction amount is out of standards due to damage of channel tube. Liquid leaks were noted due to perforation of channel tube. Water quantity is out of standards due to blockage of nozzle. Screen is partly dark due to scratch of charge coupled device (ccd) lens. Ccd lens was broken. The adhesive part of bending section cover was broken. There was crumple at the connecting tube. Suction cylinder was deformed and colored ring was worn out. There was crease at the universal cord. Distal end had scratches and dents. Switch was deformed. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The field service engineer on behalf of the customer reported presence of debris in the air/water nozzle of the gastrointestinal videoscope. The issue was found during receipt inspection of the device. The intended procedure was diagnostic. The procedure was completed with a similar device. There was no patient involvement.